Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer was using fiasp insulin with the pump. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide. To resolve the issue, the customer disconnected the tubing from the site while at work, administered a manual injection, and successfully resumed insulin delivery when returning home.